Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was reported that, the patient presented with pre-op diagnoses of severe stenosis l4-5 and l5-s1 with severe degenerative disc l5-s1. The patient underwent the following procedures: 1. L4 laminectomy. 2. L5 laminectomy. 3. Partial s1 laminectomy. 4. Bilateral medial facetectomies l4-l5 and l5-s1. 5. Posterior spinal fusion l4 through s1. 6. Segmental instrumentation l4 through s1. 7. Transforaminal lumbar interbody fusion l5-s1. 8. Application of interbody spacer l5-s1 (peek spacer 13 mm). 9. Use of autograft and allograft bone chips mixed with bone morphogenetic protein sponges. Per op notes, fusion was carried out from l4 through s1 by decorticating the transverse processes and placing bone decompression as well as allograft bone chips out into the lateral gutters. The surgeon then started preparing for tlif by using paddle endplate scrapers starting at 8 mm worked his way up to 13 mm. The endplates were prepared by scraping them and burring holes into them and then final graft was placed into the interspace. The graft was 13 mm x 26 mm peek spacer that was impacted and countersunk approximately 2 mm. Once the interbody spacer was in place, the surgeon then went ahead and irrigated the wound copiously and inspected the construct. The surgeon was quite happy with the screw placement and placement of the interbody spacer at the l5-s1 level and finally, allograft and autograft bone chips were placed over in the lateral gutters, completing the fusion. At this point the surgeon was happy with the decompression and had completed the fusion and transforaminal lumbar interbody fusion and irrigated one final time and then closed the wound in layers. The patient tolerated the procedure well and no intra-operative complications were noted. Post-operatively, patient sustained unspecified injuries on (B)(6) 2013 the patient was discharged.